Manufacturer narrative:
Investigation summary:mat: 368521,lot: 0325016.bd did receive one photograph from the customer in support of this complaint. The photograph was evaluated and the customer's indicated failure mode of underfill was observed. Additionally, 20 retained samples were functionally tested and the alleged failure mode of underfill was not observed as all 20 tubes drew within specification. Bd was able to confirm customers indicated failure mode based on the photograph attached, however retained samples were satisfactory therefore, a definitive root cause could be established for the reported defect. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd vacutainer® naf 6.0mg na2edta 12.0mg plus blood collection tubes underfilled. The following information was provided by the initial reporter: "tube is presenting vacuum issue."